Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. UDI: unavailable.

Event description:
Update 9/28/2015 medical records received. After review of the medical records for MDR reportability, part/lot is being updated. The complaint was updated on:10/23/2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 06/23/2015 - litigation papers received. Litigation alleges pain, elevated metal levels in blood, loss of mobility, and bodily injury. There is no new additional information that would affect the investigation. The complaint was updated on: 06/29/2015.

Event description:
Asr revision reported by sales rep; asr - right hip; reason for revision: high ion levels.

Manufacturer narrative:
Additional narrative: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).  Depuy synthes has been informed that the lot number is not available.